Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: qc2h, re-test: qc2h, lab: 2.9. Pt self tester sometimes sticks herself twice to obtain a large blood drop. Autolet lancing device is broken, so she sticks herself directly with unilet lancets. Pt has noticed some bruising lately.